Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Atrial therapies disabled alert, reason was suspected dislodgement of the atrial lead, on hmsc post atrial ablation. It was noted that the atrial ablation was a complicated case. The ra impedance seems to have dropped about 100 ohms and ra sensitivity also dropped. Lead remains implanted. Should additional information become available, this file will be updated.